Manufacturer narrative:
The actual device was returned for evaluation. Trim scrap was attached to the product, and prevented a proper seal on the pouch. The production line lacks sensors to alert operators when a slit cut occurs. In cases where operators fail to detect and remove the trim scrap, it can wrap around the chain and attach itself to the next product in the mold, resulting in an improper seal. The root cause is manufacturing error, specifically operator error for not catching and removing this defect. This should be considered the final report. If any additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "sterilization failure".